Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 400 mg/dl and diabetic ketoacidosis. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. No additional information was provided regarding hospitalization, however, customer indicated the issue was resolved. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer did not have pump available for a system check with tandem technical support. Reportedly, the customer reverted to manual injections.